Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3.5 months. The explanted device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to a hemorrhagic stroke. Approximately one month prior the patient was admitted to the hospital with increased lactate dehydrogenase (ldh) values, high estimated pump flows, and high pump power consumption events. The patient was initially treated with IV heparin and an increased inr target goal. High pump power consumption and high pump flows continued. Subsequently, the hospital team added acetylsalicylic acid (asa) and clopidogrel to the patient's anticoagulation medication. During recovery from the event, the patient's condition was reported as "good." On an unspecified date later, during an echocardiogram, the pump speed was reduced from 8800 to 8200 rpm because the right ventricle was observed to be congested. A ramp study had been planned but was not completed. The patient was started on a tirofiban infusion. On (B)(6) 2015 the patient reportedly experienced transient ischemic attacks; the specific symptoms were not provided. Anticoagulation therapy was suspended, but was resumed on an unspecified later date due to the performance of the pump and lvad parameters at that time. On (B)(6) 2015, the patient experienced a brain hemorrhage and the neurological status worsened. The patient subsequently expired on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Depositions consistent with low flow were confirmed through the evaluation of the returned device. The hard, grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned for evaluation. The device was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, outflow graft bend relief collar, and outflow elbow) was returned attached to the pump¿s outlet port. Examination of the sealed inflow conduit, outflow conduit, inlet stator, outlet stator, and rotor body upon disassembly revealed fixed tissue-like depositions admixed with denatured, fixed blood. Contact marks were exhibited on the distal portion of the rotor indicating the depositions within the outlet stator were present while the device was operating. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, these depositions are indicative of poor surface washing due to a low flow event. The original characteristics and structure of these depositions could not be conclusively determined as they were altered by the application of a fixative. Although a duration for which these depositions were present within the pump could not be determined through this evaluation, the depositions which were present during pump operation would have contributed to the patient¿s elevated lactate dehydrogenase and pump power elevations. A correlation between the observed depositions and the patient¿s reported hemorrhagic stroke could not be determined. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.